Manufacturer narrative:
As received, a partial lead was returned in two pieces. Visual inspection of the lead revealed no anomalies with the exception of damages consistent with procedural damage. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Based on the device analysis and the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, increased pacing impedance, increased capture threshold, and a decrease in r-wave amplitude were noted on the right ventricular (rv) lead. The lead was explanted and replaced, and the patient was stable with no adverse consequences.

Event description:
During a follow-up, increased defibrillation impedance, increased capture threshold, and a decrease in r-wave amplitude were noted on the right ventricular (rv) lead. The lead was explanted and replaced, and the patient was stable with no adverse consequences.